Manufacturer narrative:
H10: h3, h6: the device was used in treatment and was returned for evaluation. It was reported that the drill console was displaying an e6 error. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The reported claim was confirmed upon functional evaluation. Once the drill is connected to a system it immediately displays an e6 error. In house testing using a breakout box designed by the robotics department confirms that the temperature sensitive resistor used inside of the drill appears to be damaged. The drill was returned to the OEM for service. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that during xr case, error was received 3 times while burring the posterior tibia. To clear the error the anspach drill was unplugged and replugged from the side of the navio. The drill would burr, then moved the burr around some areas without running the burr to refine some image and then pressed the pedal again to keep burring, and it threw the again. The procedure was completed with the same device. Investigation results showed that resistor inside the drill appears to be damaged.